Event description:
The device was used during a lar procedure. Reportedly, the instrument was difficult to open. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
4/3/1998-supplemental report #1 submitted to FDA. The reported conditions has been confirmed and attributed to a dimensional discrepancy within the instrument.